Event description:
On october 20, 2005 the facility reported that a system 1000 instrument had positive endotoxins. No patient injury or medical intervention was reported in association to this incident. No further information is available at this time.

Manufacturer narrative:
On october 21, 2005 a baxter field service engineer went to the facility to evaluate the instrument. The instrument had positive endotoxins above 3. The field service engineer replaced filters inside the instrument and the concentrate filters, replaced the diaphragms, check valves, and then completed functional checks. The instrument was then bleached and heat cleaned. The field service engineer instructed the facility to disinfect the instrument everyday until the endotoxin levels are negative.